Event description:
Customer reported that the buttons on the insulin pump's keypad were no longer responding. Customer stated that this occurred before bolus. Customer reported that the insulin pump had recently been exposed to humidity. Blood glucose level was 167 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
All buttons functioning properly. (B)(4).